Manufacturer narrative:
Secondary intervention, results: myocardial infarction.

Event description:
One endeavor sprint drug-eluting stent was successfully implanted to the proximal lad. Post procedure labs have indicated that patient suffered an mi. Patient was asymptomatic at 30 day follow up. A revascularization of the nontarget vessel was carried out seven days post initial stent implant. Investigator has indicated that it is not assessable if event was related to the study stent. Please note that this device is not distributed in the united states.